Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced dexcom g7 pairing failure with the ilet after applying a new sensor; the ilet displayed a pairing attempt with the correct pairing code but listed ¿pairing failed,¿ and support guided the user to toggle g6/g7 settings and attempt re-pairing with education that a sensor replacement would be required if connection could not be established. Symptoms included hyperglycemia with a reported blood glucose of 227 mg/dl for approximately 3 to 4 hours, without ketone testing, backup therapy, or medical intervention. Outcomes included transient elevation of blood glucose without emergency care or hospitalization. Investigation included customer interview, device setting review, alert history review, and guided troubleshooting steps. Investigation of this case revealed a communication failure between the ilet and the dexcom g7 sensor consistent with pairing failure, with no evidence of systemic device malfunction beyond the sensor-interface connection. It was concluded, based on previously established findings for similar reports, that the cause was likely sensor-to-transmitter communication or pairing error.